Event description:
In 2008, the patient reported that yesterday she received occlusion error messages on her insulin infusion device. She stated she stopped using the device at noon yesterday and is currently on injection therapy. The patient said she woke up yesterday morning with an elevated blood glucose reading of 400 mg/dl and, when she changed her infusion headset, discovered the cannula was bent. She stated she discarded the headset. At 8:30am she changed her headset again due to an occlusion error and in total changed her headset 5 times yesterday. She said she tried both her right and left side areas for her site and then tried her thigh. She said she changed her insulin cartridge and tubing and bolused 8 units of insulin but received an occlusion error after 5 units. To troubleshoot, the patient was instructed to run a prime and a 2 unit bolus of insulin into the air. Both went through without error. The error could not be duplicated. The patient switched back to her infusion device and successfully bolused 2 units. She stated her blood glucose at noon was 87 mg/dl. On follow up with the patient, she stated her readings are back within her normal range and she has not received any further occlusion errors. Product was replaced and a courtesy insertion device was sent to the patient. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.